Event description:
It was reported: loose shell attributed to mineral oil residue. Failed left total hip arthroplasty, acetabulum only. Pt had been experiencing persistent left nagging groin and lateral trochanteric type pain.